Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lumbar vertebral disc herniation; and underwent lumbar posterior minimally invasive transforaminal lumbar interbody fusion. Intra-op, the set screw slipped. The product came in contact with the patient. No patient complications were reported.